Manufacturer narrative:
Updated: b5, correction to event description

Event description:
It was observed during the evaluation, that the bronchovideoscope bending section cover (a-rubber) glue has a chip. There were no reports of patient involvement.

Event description:
Event description [they poked a hole in the rubber]. Clarification requested; no additional detail available at time of intake.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the bending section (a-rubber) adhesive has a chip. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.